Manufacturer narrative:
UDI for gore® excluder® contralateral leg component plc201200: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and an aneurysm of the right common iliac artery and was treated with gore® excluder® aaa endoprostheses. After having successfully implanted a gore® excluder® trunk-ipsilateral leg component, a contralateral leg component plc201200 was advanced over a lunderquist guidewire and deployed at the intended location. When the device catheter was removed from the patient it was noted that the leading olive had completely separated from the catheter for an unknown reason. Reportedly, the patient did not present with any anatomical issues and there was no resistance noted during the retraction movement. The separated olive was not identified under fluoroscopy at first. However, when the sheath was removed from the patient together with the guidewire, the leading olive was found outside of and just proximal to the sheath, still residing on the guidewire where it could be removed. The patient tolerated the procedure which concluded as planned.

Manufacturer narrative:
The gore excluder contralateral leg component plc201200 was returned to gore and an engineering evaluation was performed. The investigation showed that the leading olive had pulled off the delivery catheter. No damage was seen on the leading end of the delivery catheter guide wire lumen and the polyimide had a smooth edge. Also, no residue or material from the leading olive bond was seen on the polyimide. The findings from the evaluation are consistent with the physician¿s observations. The device failure mode for the detached leading olive during this event is due to a lack of bonding between the leading olive and the delivery catheter.